Event description:
It was reported to boston scientific corporation that a tandem xl ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was inserted into the patient and positioned at the papilla. At this time, it was noted that the tip of the device was rough (not smooth), with an amount of bleeding at the papilla that was "slightly increased than usual." It was unknown if any treatment was administered for the bleed. The physician noted that the tip of the cannula had not been damaged by coming into contact with the endoscope. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device found that the tip and the larger lumen were slightly torn. To the naked eye, the tip appeared rounded and did not appear sharp or at an angle. No damages were observed to the working length of the device with respect to tears or kinks. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed no similar complaints for the specified batch number. The investigation concluded that the torn larger lumen and tip are likely due to customer use. Therefore, the most probable root cause classification is operational context.

Manufacturer narrative:
The reported event of cannula tip scratched (rough). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tandem xl ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was inserted into the patient and positioned at the papilla. At this time, it was noted that the tip of the device was rough (not smooth), with an amount of bleeding at the papilla that was "slightly increased than usual." It was unknown if any treatment was administered for the bleed. The physician noted that the tip of the cannula had not been damaged by coming into contact with the endoscope. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."